Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv detection due to myopotential oversensing was observed. Further testing and programming changes were recommended. The patient was stable.

Event description:
New information received indicates that the noise was reproducible with deep breathing during in-clinic follow-up. Programming changes were made and the noise was not sensed again. The patient was stable.